Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification with lodderomyces elongisporus as cryptococcus luteolus when using phoenix panel yeast ID (catalog number 448316) batch number 3045467. The customer did not provide isolate returns or panel returns but provided phoenix generated lab reports for the investigation. The lab reports show phoenix results for cryptococcus luteolus and maldi results for lodderomyces elongisporus. Investigation of the panel inserts show no claims for lodderomyces elongisporus with yeast panels. This complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, not related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that during use with the bd phoenix¿ yeast ID, a sample of lodderomyces elongisporus was misidentified as cryptococcus luteolus. Confirmatory testing was done on maldi. There was no report of patient impact.